Manufacturer narrative:
E1 - initial reporter phone. (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette reservoir exhibited downstream occlusion. Troubleshooting was performed. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One used sample with list # 21-7308-24, reservoir, cassette, and 250ml fs attached to one (1) used extension set was returned for evaluation. Visual inspection identified no damage or anomalies. To replicate clinical use, the cassette was filled with 200ml of water using an ICU medical provided syringe, reattached to the extension set mating device, and inserted into a cad solis pump (serial #1041296). The cassette was primed with 10 ml. No difficulties filling the cassette were observed. Additionally, no alarms or difficulties priming were observed. The complaint of downstream occlusion alarms cannot be replicated or confirmed. A device history review found no discrepancies or anomalies relevant to the complaint.